Event description:
It was reported to boston scientific corporation in 2008, that a trapezoid rx lithotripter compatible basket was used during a biliary prosthesis removal procedure a week prior (pt age, gender and weight unk). According to the complainant, "the distal tip of the basket broke and was removed with a balloon catheter [device and manufacturer unk]." No pt complications were reported as a result of this procedure.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The december 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.